Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised there was the possibility this phenomenon was attributed to followings; - some object was dropped on the lid of the subject device. - excessive repeatedly stress was applied to the lid because the user closed the lid with excessive force. - the solvent crack occurred due to the mechanical stress while the closing the lid and/or the remaining the chemical agent such as detergent solution on the lid. - some other factors. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the on-site repair of the subject device by the field service engineer, it was found that there was a crack on the lid of the subject device. There was no reported when the cracks had occurred.there was no report regarding patient injury and damage of the endoscopes related to the event.